Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that patient started noticing an increase in spasticity in their calves starting a couple weeks ago. The rep stated they had increased the dose as well but nothing changed. The rep stated on this report date they would be performing a catheter dye study to see if there were any issues with the catheter. The rep stated she had not read the pump yet so she did not know the exact drug information. The rep believed there was baclofen in the pump and they had originally had around 300 mcg/day and increased to around 350 mcg/day when patient started having increased spasticity. The rep send the image of dye study. The flow of the image did not appear normal. The rep stated patient had dose increases and no efficacy. The rep was not aware of other symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported a dye study on 2017-nov-27 showed a likely granuloma cap at the catheter tip as well as a tear slightly proximal to that. The hcp stated it might be that the cap caused the pressure to build up to the point that a tear formed. The hcp stated as the tear was fairly close to the catheter tip, it was felt that functionally, the patient was likely receiving baclofen at approximately the same level as the previous one. The hcp stated the dose was increased 18% on (B)(6) 2017 and another 14 % on (B)(6) 2017. On (B)(6) 2018, the patient¿s mother called and said the spasticity was much better managed now. Patient medical history included spastic quadriplegia due to cerebral palsy. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-dec-13 from an hcp via the representative reported the cause of the increased spasticity was not determined. It was unknown what actions/interventions were taken to resolve the increased spasticity. It was unknown if the spasticity had been resolved. The patient¿s weight was unknown.